Event description:
Patient was placed on the warming system during surgery. Afterwards, the patient was sent to the ICU. Upon turning the patient, there were blisters on the skin on the patient's back. The blanket was discarded after the surgery in the or. The warming unit is out of service.